Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of under 40 mg/dl at the time of the incident. The customer was at 211 mg/dl at the time of admission. The customer experienced symptoms such as seizures. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed. The insulin pump will not be returned for analysis.